Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. The touch screen calibration was performed and the touch screen was responsive to input. The reported problem of unresponsive touch screen was unable to be duplicated. There is visible water ingress into the resistive touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Event description:
The customer indicated a front panel assembly failure. We found problem on vela plus that was shipped to us. When we turn this unit on, touch screen is inoperative and we cannot do any calibration.

Manufacturer narrative:
(B)(4).